Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 25-nov-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving 2000mcg/ml fentanyl at 1251.7mcg/day, 20mg/ml bupivacaine at 12.517mg/day, 3.8mg/ml morphine at 2.3783mg/ml via an implantable infusion pump for an unknown indication for use. It was reported that during a routine pump replacement the hcp could not disconnect the connector from the pump. It was reported that multiple attempts were made to smoothly disconnect and they were unable to. It was reported that the issue was resolved at the time of the report. It was reported that there was tissue built up in the connector. The patient's status was noted as "alive-no injury." No further complications were reported.

Manufacturer narrative:
Analysis of the pump identified no anomalies. Analysis of the catheter identified difficulty with the sutureless connector which led to explant. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a clinical study on 2019-oct-22. It was reported that the catheter connection segment was quite bent and misshapen by scar tissue, and the connector was worn. It was noted that the revision occurred at the pump pocket site and the catheter was cut distal to the pump segment. The device diagnosis was catheter kink. The etiology indicated the event was possibly related to the device/therapy and was not related to the implant procedure. The outcome indicated the event resolved without sequelae on (B)(6) 2019 (note: this conflicts with the previous report that the event was resolved at the time of initial report on (B)(6) 2019).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the was revised on (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the patient had a damaged intrathecal (it) catheter at pump pocket implant site. A catheter revision occurred on (B)(6) 2019. No further complications were reported/anticipated.